Manufacturer narrative:
The device was returned to the manufacturer service center for testing, and the report was confirmed. A leak was verified in the biopsy channel; repair included replacement of the biopsy channel and bending sheath at the distal tip, and resealing of the distal tip.

Event description:
It was reported that a leak-warning occurred while the device was being reprocessed. Additionally, the report noted that the device had previously insulated air when the doctor did not hold his finger over the hole. The leak was not detected during a case and no patient was injured as a result of the leak.